Event description:
Reporter alleged discrepant blood glucose results when performing back-to-back tests on the advantage system. Customer stated glucose measured 537 mg/dl versus 148 mg/dl within 3 minutes apart and 428 mg/dl versus 127 mg/dl when testing was performed 2 minutes apart. The location of the testing was not provided. As a result of the comparison, no actions were taken and no treatment was received. A request was made for the return of the suspect product and replacement product was sent. Advantage system: comfort curve test strip lot number 549204 with an expiration date of 09-30-07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.